Event description:
It was reported that this left ventricular (lv) epicardial lead exhibited jumpy pace impedance measurements remaining within normal range. Technical services (ts) discussed troubleshooting and recommended testing in the clinic. It was noted that this patient appeared to be starting to have onset of heart failure. Ts could not be certain if it was related to this lv lead or a separate clinic issue. This patient had stopped drinking alcohol recently. This patient was not experiencing symptoms. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).